Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a persistent atrial tachycardia procedure, a pericardial effusion occurred. While ablating the mitral valve, the patient became hypotensive. A cardiac ultrasound revealed a pericardial effusion on the mitral isthmus. Surgery was performed to treat the effusion and the patient is in stable condition. There were no performance issues with any abbott device.